Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponinies result was obtained from a single patient sample processed using vitros troponinies (tropies) reagent lot 3690 on a vitros 5600 integrated system. A definitive cause of the non-reproducible, higher than expected vitros tropies result was not established. Based on historical quality control results, a vitros tropi es lot 3690 reagent performance issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3690. There was no evidence of an instrument malfunction and within-run diagnostic precision testing performed on the vitros 5600 integrated system was within acceptable guidelines. In addition, a review of e-connectivity indicated the customer was performing microwell incubator maintenance correctly. Therefore, an instrument related issue is an unlikely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not determined if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer reported a non-reproducible, higher than expected vitros troponinies result obtained from a single patient sample processed using vitros troponinies (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample vitros tropi es result of 3.97 ng/ml versus the expected result of 0.029 ng/ml based results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropies result was reported from the laboratory and was questioned by a physician prior to action. A corrected report stating the vitros tropies result of 0.029 ng/ml was later issued. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).